Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The target lesion was located in a calcified right coronary artery. The physician attempted to advance the taxus express2 2.5x16mm drug eluting stent, however, the shaft broke. The device was removed from the patient. The physician predilated with a 2.5x12mm quantum maverick balloon and placed another 2.5x16mm taxus express2 stent. No patient complications occurred. Patient status is satisfactory.